Event description:
It was reported to boston scientific corporation the procedure was completed. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a flex sensor urological guidewire was used during a laser lithotripsy and stent placement procedure. According to the complainant, during the procedure, the end of the sensor tip broke off inside the patient and was successfully retrieved. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6) 2010. A DHR review was performed and found no issues that are related to the failure.